Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d6a, d9, h6.

Event description:
It has been identified that there are no complaints against the right side device. Patient and healthcare professional reported capsular contracture for the contralateral side device, and the right side device was found intact via ultrasound. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture - baker grade unknown. Device has been explanted. This relates to the right side. This complaint relates to the device implanted in 2016 and explanted in 2023.